Event description:
A patient became sick after laparoscopic cholecystectomy and had to have a second surgery. The clips had come off and bile was leaking. The hospital is returning three clip appliers, they do not know which one was in surgery. No patient information was provided.

Manufacturer narrative:
No patient information was provided, this is the reason section a is blank. Three clip appliers were returned, decontaminated an inspected. The hospital was not sure which clip applier was involved. Lot # 1688r, (B) (4), mfg date 07/23/07. Lot # 2109r, (B) (4), mfg date 05/15/08. Lot # unk081503-5, (B) (4), mfg date 09/17/03. A visual inspection was performed on each clip applier, two full 19-clip cartridges were fired over a low durometer tube to simulate tissues of a vessel for each clip applier. The clip appliers functioned properly for instruments of their time in the field, without being able to replicate the clips coming off. No malfunctions occurred during the investigation; therefore, the root cause for a clip coming off could not be determined. A review of each device history record found no issues.